Manufacturer narrative:
(B) (4). (B) (4). The customer reported the stent remained in the patient. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: misaligned stent. Time of device issue: during the procedure. Adverse event: stent deployed at unintended site. Onset of adverse event: during the procedure. It was reported that while attempting to implant the xience v stent at the lesion, it was noticed that the stent was not located between the markers on the stent delivery system (sds). Therefore, the stent was deployed outside of the intended location. No additional event or patient information is available.